Manufacturer narrative:
Internal complaint reference: (B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The arm labels were damaged. Both enclosures were damaged. There was oil residue on the joints. A functional evaluation was conducted. The unit could not be tested because the motor was broken. The device powered on. The piston migration was at .53 inches. The complaint was confirmed and the root cause has been determined to be a defective motor. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, the spider arm would not power on with fully charged battery. There is no locking the arm into place. No case involved.